Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label insertion site. On (B)(6) 2025, the patient experienced a seizure and during this, the patient¿s cgm was reading 120 mg/dl. The patient¿s mother took a bg meter reading which was 52 mg/dl. The patient¿s mother temporarily stopped the patient¿s tandem insulin pump delivery and gave the patient glucose tablets and soda. After less than an hour, the patient recovered. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.